Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. The customer noticed when plugged in a brand-new maj-1430 cable it doesn't feel as secure as some of the newer processors. Tac suggested to try and test the tjf-140 scope in as, many of the processors as possible and try to use the pigtail to see if the issue appears on any other processors. The customer will call back. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
A user facility reported to olympus that an e315 unsupported scope error occurred when using the evis exera iii video system center with an olympus tjf-140f scope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the unsupported scope error could not be determined. Olympus will continue to monitor field performance for this device.